Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented asymptomatic for follow up with pulse generator past end of life. The right ventricular lead exhibited sensing anomaly and low impedance. The lead was explanted during device change out. The patient was stable post procedure.